Manufacturer narrative:
H2-dimensional inspection of returned liner could not be performed as device had been autoclaved prior to return to jjpi. Dimensional analysis and cantilever testing of 3 liner components from the same batch were found to meet product specification requirements. Additionally, a review of the production batch records for this lot found dimensions to have meet specification requirements. No further investigation is planned.

Event description:
Surgeon removed a bipolar liner component due to dislocation. Also were removed were a bipolar shell component 85-8245, MDR report #1219655-1996-0021, and a femoral hip head 85-3811, MDR report# 1219655-1996-0009. The device were implanted on 7/10/96. Reference # 1219655-1996-21/9.